Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and sbc pcb were evaluated and replaced. The left monitor was reseated. The voltage on 5v power supply was readjusted. The system software was reloaded. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.